Event description:
It was reported that the patient experienced episodes of inappropriate high voltage therapy and inappropriate antitachycardia pacing and presented in the emergency room. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that undersensing caused a ventricular tachycardia diagnosis thus inducing the inappropriate therapy. No intervention was performed. Programming changes were discussed. No further information was available.